Manufacturer narrative:
(B)(4).

Event description:
It was reported that following major lung surgery on (B)(6) 2011, the pt experienced urinary retention of 800cc at a time, which required multiple catheterization. A physician suspected there may be an issue with the neurostimulation system. On (B)(6) 2011, telemetry issues were also reported, and it was uncertain whether the pt was receiving therapeutic benefit. The pt had a biopsy about one month prior. Add'l info has been requested but was not available as of the date of this report.